Manufacturer narrative:
Date of event: the event date was note reported. The first date of the month of the aware date was entered as an estimate.

Event description:
It was reported that the burr became stuck on the rotawire. A 1.50mm rotapro and a rotawire were selected for procedure. During procedure, the burr was stuck in the rotawire inside the patient when the physician tried to rewove the burr from rotawire. The rotapro and the rotawire were removed together as one unit from the patient. The procedure was completed with another rotapro and rotawire devices. There was no patient complications were reported.

Event description:
It was reported that the burr became stuck on the rotawire. A 1.50mm rotapro and a rotawire were selected for procedure. During procedure, the burr was stuck in the rotawire inside the patient when the physician tried to rewove the burr from rotawire. The rotapro and the rotawire were removed together as one unit from the patient. The procedure was completed with another rotapro and rotawire devices. There was no patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the returned product consisted of the rotapro atherectomy system. The advancer, handshake connections, sheath, coil, and burr were visually and microscopically examined. A visual and microscope inspection revealed that the device presented no damage or irregularities. During functional testing, the returned rotawire was able to be removed and fully reinserted with no resistance or issues despite the presence of a minor kink within the wire. Further functional testing was performed by using a test rotawire. The test wire was able to be inserted into the burr and advanced through the advancer with no resistance or issues. Inspection of the remainder of the device presented no other damage or irregularities. B3: date of event: the event date was note reported. The first date of the month of the aware date was entered as an estimate.